Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the returned device showed signs of wear and use. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the set screw loosening could not be determined by the sample or information provided. A potential root cause may be the set screw not being correctly tightened down onto the rod. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was scheduled to have a hardware removal due to infection. Previous construct was t3-l3, depuy synthes spine verse product was used. L3 level of the construct, shaft of the screw was broke on the right side, l3 left pedicle screw, tulip was completely separated from the shaft of the screw. All of the unitized set screws product code 199721001 we loose and almost disengaging from the tulip. All of the unitized set screws were very loose. Patient consequence?: yes. Patient consequence description:patient had revision of previous spinal fusion where all of the hardware was removed. Is the information being submitted for this complaint all the details that are known/available regarding this event?: yes. See related incident (B)(4) for remaining products.